Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 3889-28, lot# va0jyr9, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0jyr9, implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient never had therapeutic effect and the device really hadn't worked for them. The patient wasn't able to increase stimulation because the implant was turned off. After turning stimulation on, the patient was able to increase. It was further reported that there was not a 50 percent or greater symptom reduction and reprogramming was needed. The troubleshooting, intervention, or other action taken to resolve the event was multiple reprogrammings. The patient had a gradual loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment. There was no patient death. Additional information received from the patient reports device never worked (lack of efficacy) and increased frequency since unrelated medical procedure. The device never worked to control symptoms. It was occurring daily. There were no trauma/falls reported that could be related to this issue and no stimulation issue reported related to positional movement. There were no recent medical test or emi environmental exposure. The patient turned device off for 6 months and turned back on with no resolution. Symptoms reported were lack of effect, increased frequency since having an unrelated medical procedure. Event date for lack of efficacy was on (B)(6) 2014 and event date for increased frequency since unrelated medical procedure was in (B)(6) 2015. Additional information received from the patient reports his previous implant taken out. The previous implant had leads in the wrong place which then led to the implant never working for his symptoms. The first procedure he was put to sleep whereas the second surgery patient was awake for it. Event date for first implant on (B)(6) 2014 for leads in wrong location, implant never working. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they had previous implantable neurostimulator (ins) explanted because the wires were not properly replaced. There were no further complications that have been reported as a result of this event.